Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. No service history was reported within the last twelve months. Review of the event history log found multiple occurrences of high alarms displayed ¿cassette not attached properly. The reported issue was confirmed through functional testing. The upstream occlusion (uso) seal was buckling, and the downstream occlusion (dso) sensor was defective. The uso seal and dso sensor were both replaced to resolve the issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms "cassette not properly attached." There was no patient involvement.